Event description:
This male patient experienced acute thrombosis post-implantation of a cypher stent. Stent thrombosis is a potential adverse event associated with coronary artery stenting. The patient's medical history included renal dysfunction on dialysis. The procedure was done in the setting of acute mi. An unknown dose of heparin was administered without anti-platelet therapy. The target site in the mid-rca was described as a type c lesion: calcified, 20 mm lesion length, 2 mm rvd. The lesion was pre-dilated prior to implanting the 2.5/18 mm stent at 12 atm. The stent was not post-dilated and residual stenosis was estimated at 25%. Just after the stent was implanted, angiography demonstrated thrombus in the distal end of the cypher. The physician attempted to balloon dilate the clot but the patient developed ventricular fibrillation and after resuscitation, he was transferred to another hospital for bypass surgery. It was the physician's opinion that "the possible cause of the thrombotic event was that the anti-platelet therapy could not be conducted because it was an emergent case, and the implanted cypher was possible under-dilated".

Manufacturer narrative:
The stent could not be returned for evaluation; it remained implanted. A review of the lot number indicated that this lot of products met quality requirements for product acceptance. Stent thrombosis is a potential adverse event associated with coronary artery stenting. Review of the available information suggests that vessel/lesion characteristics, procedural factors and pharmacological factors may have contributed to the event. This product is distributed outside the united states, but is similar to us distributed stent delivery systems.